Manufacturer narrative:
(B)(4). The ge service rep replaced the s-ram. The system checked out ok and is fully functional.

Event description:
The customer reported that the system would not boot up. The mainframe would not go past all blocks.